Event description:
In 2005, the lay user/reporter contacted lifescan and alleged that the lay user/pt's one touch ultra meter was reading inaccurately erratic. The blood glucose results of 112 mg/dl, 171 mg/dl, and 129 mg/dl with a lifescan meter were reported, performed within 10 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 20% and/or <= 20 mg/dl, thereby indicating a potential malfunction of the meter in terms of precision. At the time of troubleshooting, it was verified that the meter was in the right unit of measurement (mg/dl) and that it was coded correctly. The test strips were in good condition and within the expiration date. The reporter was walked through two control solution tests. The first test failed outside the range and the reporter was unable/unwilling to answer if the second test was within the specified range. A replacement meter, control solution, and test strips were sent to the lay user/pt.